Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod leaked, resulting in the adhesive becoming wet and ultimately causing the cannula to fully detach from the infusion site on the arm after approximately 49-71 hours of pod wear. This issue led to an increase in the patient¿s blood glucose levels to 22.2 mmol/l (400 mg/dl). The patient applied a new pod and successfully resumed therapy. No medical intervention was reported.